Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited intermittent oversensing and noise on the r/s portion of the lead. Testing revealed that a loss of capture was seen during testing.